Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked. A new cartridge was loaded resolving the issue. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and insulin deliveries were successfully resumed. Blood glucose level was in the 300's mg/dl range.